Event description:
Reporter alleged high blood glucose readings of 496, 126, and 441 mg/dl when the normal result is in the 190's mg/dl. It was reported customer went to the doctor as a result and the doctor's meter read 114 mg/dl and the customer's result was doubled their value, no actual number provided. No treatment was reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.